Event description:
The device result was 139 mg/dl. Another test was performed at an unknown time from the initial use with a reading of 16 mg/dl. The user went to the hospital and was treated with an IV. The device was replaced and requested to be returned for evaluation.